Manufacturer narrative:
The reported unit was not made available to the manufacturer for evaluation. Multiple attempts were made to obtain the return of the device and gather event details. The facility was unresponsive. A review of the device history record (DHR) was not applicable since no serial number was provided. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the warning label in the user's manual states: -"the performance verification procedure provides a means of determining whether the sechrist model IV-100b infant ventilator meets its design specifications. It is intended to be performed in the hospital by qualified technical personnel. This procedure should be performed prior to every time the ventilator is intended to be placed on a new patient or at least once a month or more frequently if desired." - "if the ventilator fails to meet any design specification, it should be removed from us; service may be required." Should the product be returned or new information is made available, a follow-up report will be provided.

Event description:
The customer reported that, "adjustment knob of inspiratory pressure it does not want to spin up and the same situation with the knob of expiration pressure then our doubt is if we have to change these spare parts, definitely these knob are not working and we do not why. " no patient injury reported.